Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the treated lesion was saccular.

Manufacturer narrative:
H3: product analysis of (B)(4), lotno:26668-01 ¿ as found condition: the rist was returned within a shipping box and a plastic bio-pouch. The rist catheter was returned separated into two segments. ¿ visual inspection/damage location details: (proximal segment) no damage was found to the rist catheter hub. The rist catheter body was found to be stretched and separated at ~80.3cm from proximal end of hub. The tubing material at the separated end exhibited plastic deformation (jagged edges) indicating the catheter likely separated due to tensile failure. (Distal segment) the rist catheter body was found delaminated at ~4.1cm and kinked at ~2.5cm from distal end. The rist distal tip was found to be crushed. ¿ testing/analysis: (proximal segment) the rist catheter total proximal segment was measured to be ~82.1cm and the usable length was measured to be ~76.2cm. (Distal segment) the rist catheter distal segment was measured to be ~6.9cm. The combined usable length of both segments is ~83.1cm. Considering the tangled segment, the usable length appears to be within specification. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ was confirmed as the returned rist was separated along the catheter body. However, ¿catheter entrapment/difficult removal¿ could not be confirmed. Catheter entrapment/difficult removal can be caused by vasospasm and patient vessel tortuosity. Catheter separation/break can be caused by advancing/retrieving intraluminal devices against resistance, vasospasm, patient vessel tortuosity, entrapment in vessels, or excessive force. From the damage seen on the catheter (stretching/separation), it appears high force was used. It is likely these damages occurred when the customer attempted to retrieve the catheter against resistance (entrapment). In the event, it is likely that the reported small vessel and vasospasm contributed to the event. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that while attempting to advance the rist catheter through the radial artery, the rist became stuck in the brachial artery. When attempt was made to pull back on the rist, the tip broke off and the stainless steel flat wire cross coils started to come unwound outside of the body. Verapamil was given and pulling on the stainlesscross coil continued until the detached tip was within the short sheath. The short sheath was removed and the detached tip came out with it. No patient symptoms or complications were associated with this event. It was noted that the patient has a history of cancer. Additional information received reported that the patient was undergoing pipeline embolization. The patient's vessel tortuosity was normal. Vascular access was obtained via the left radial artery which was not measured. The device was prepared as indicated in the instructions for use (IFU). The procedure was completed via femoral access using a non-medtronic product. The cause of the resista nce/entrapment was reported as small vessel and vasospasm. The cause of the device damage was reported as the device becoming stuck in the small vessel and breaking upon attempt to remove it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.